Manufacturer narrative:
(B)(4). The device 9018-ee-005 is not sold in the us. A similar component is sold in the us. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during post incident clear up of medical kit and prior to final disposal of io needle and needle vise, blue (25mm) needle was found to not be secured by vise and was loose in medical bag. It was possible to remove and replace the needle multiple times without the securing mechanism operating. Needle does however remain held if the vise is purely inverted. At point of use it was decided that this needle was too short for the patient and therefore this needle was unused. A different size needle (45mm) was selected and used. This used needle remained secure in its vise as expected. Clinical consequences: n/a. Action taken: od equipment item from the training room was used as comparison. This alternative vise worked as expected and the needle could only be removed with considerable force. In contrast, the vise from the incident will hold the needle in place if turned upside down, but the needle can be easily removed with minimal force applied. The photos attached show that the faulty vise does not have a black ink stamp (15202) on the underside as the good ood vise does. Is this a quality check mark? A 12 number indicator (presumably a month of manufacture) shows the number '5'. Other in stock items do not appear to have a black stamp. Advanced sar paramedic (north) was requested to look for similarities at ood stock at 2 other bases. Findings: the black stamp is present on all the out-of-date ezio needle-vise devices. However, the in-date operational ezio needle-vises no longer display this black stamp. During operational testing of some ood stock, it was found that the needle-vise operated as expect for 45mm (yellow needle) and the 25mm (blue needle). However, the vise was ineffective when used for the shorter 15mm (pink needle). This was the case with three different vise. In addition, it was noted that forcefully removing needles from the vise impacted the vise performance for subsequent use. Thus, if the vise had been used in the training setting prior to being used by the winchman reporting the fault, this could have degraded its performance.

Event description:
It was reported that during post incident clear up of medical kit and prior to final disposal of io needle and needle vise, blue (25mm) needle was found to not be secured by vise and was loose in medical bag. It was possible to remove and replace the needle multiple times without the securing mechanism operating. Needle does however remain held if the vise is purely inverted. At point of use it was decided that this needle was too short for the patient and therefore this needle was unused. A different size needle (45mm) was selected and used. This used needle remained secure in its vise as expected. Clinical consequences: n/a action taken: od equipment item from the training room was used as comparison. This alternative vise worked as expected and the needle could only be removed with considerable force. In contrast, the vise from the incident will hold the needle in place if turned upside down, but the needle can be easily removed with minimal force applied. The photos attached show that the faulty vise does not have a black ink stamp (15202) on the underside as the good ood vise does. Is this a quality check mark? A (B)(4) number indicator (presumably a month of manufacture) shows the number '5'. Other in stock items do not appear to have a black stamp. Advanced sar paramedic (north) was requested to look for similarities at ood stock at (B)(4) other bases. Findings: 1. The black stamp is present on all the out-of-date ezio needle-vise devices. However, the in-date operational ezio needle-vises no longer display this black stamp. 2. During operational testing of some ood stock, it was found that the needle-vise operated as expect for 45mm (yellow needle) and the 25mm (blue needle). However, the vise was ineffective when used for the shorter 15mm (pink needle). This was the case with three different vise. In addition, it was noted that forcefully removing needles from the vise impacted the vise performance for subsequent use. Thus, if the vise had been used in the training setting prior to being used by the winchman reporting the fault, this could have degraded its performance.

Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review. The customer sent in three photos for evaluation. Two photos were of the bottom of a sharps block and one was of the lidstock. See attached photos. In the photos, one of the sharps blocks has a black number stamped on it and the other does not. The defect was not able to be confirmed from the photos. The customer returned one sharps block with a 25mm ez-io needle inserted. The bottom of the sharps block did not have a black number stamped on the bottom. The 25mm needle was easily able to be removed and reinserted. No damaged was noted on the needle. The returned 25mm needle was inserted into a lab inventory sharps block and could not be removed. Complaint confirmed, sharps block is defective. Manufacturing was contacted about the inspection process of the sharps blocks and they stated, "for the sharps block p/n 4034, we perform a visual inspection at c=0, aql=2.5 for cracking and contamination and dimensional inspection at aql=4.0 for 3 dimensions upon incoming inspection." The certificate of compliance certifies that the aforementioned lot meets the lake region medical (viant) quality system requirements and specifications. This product has been manufactured and controlled by lake region medical (viant) in accordance with the FDA qsr and iso 13485:2003. A review of the certificate of conformance found that the needle set passed all the release criteria. The set was released in 09/2019 and is approximately 1 year old. The complaint has been confirmed, the sharps block returned was defective. The probable cause cannot be determined based on the info provided. It is unknown when the defect occured. No other corrective/preventative actions will be assigned. Functional testing confirmed the sharps block was defective. The probable cause of this complaint is unable to be determined. The sharps block passed the manufacture's visual and dimensional inspection. It is unknown when the defect occurred. Teleflex will continue to monitor for future complaints of this nature.

Event description:
It was reported that during post incident clear up of medical kit and prior to final disposal of io needle and needle vise, blue (25mm) needle was found to not be secured by vise and was loose in medical bag. It was possible to remove and replace the needle multiple times without the securing mechanism operating. Needle does however remain held if the vise is purely inverted. At point of use it was decided that this needle was too short for the patient and therefore this needle was unused. A different size needle (45mm) was selected and used. This used needle remained secure in its vise as expected. Clinical consequences: n/a. Action taken: od equipment item from the training room was used as comparison. This alternative vise worked as expected and the needle could only be removed with considerable force. In contrast, the vise from the incident will hold the needle in place if turned upside down, but the needle can be easily removed with minimal force applied. The photos attached show that the faulty vise does not have a black ink stamp (15202) on the underside as the good ood vise does. Is this a quality check mark? A 12 number indicator (presumably a month of manufacture) shows the number '5'. Other in stock items do not appear to have a black stamp. Advanced sar paramedic (north) was requested to look for similarities at ood stock at 2 other bases. Findings: 1. The black stamp is present on all the out-of-date ezio needle-vise devices. However, the in-date operational ezio needle-vises no longer display this black stamp. 2. During operational testing of some ood stock, it was found that the needle-vise operated as expect for 45mm (yellow needle) and the 25mm (blue needle). However, the vise was ineffective when used for the shorter 15mm (pink needle). This was the case with three different vise. In addition, it was noted that forcefully removing needles from the vise impacted the vise performance for subsequent use. Thus, if the vise had been used in the training setting prior to being used by the winchman reporting the fault, this could have degraded its performance.

Manufacturer narrative:
(B)(4). DHR results: the lhr for p/n: 4034, lot number: 96368247 and finished good p/n: 9001-EU-005, lot number 4427558 were reviewed. There were zero non-conformances documented for the needle:vise sharps block or any non-conformances that would affect the integrity of the needlevise sharps block. The coc and receiving inspection sheet for p/n: 4034, lot number: 96368247 were also reviewed. The customer sent in three photos for evaluation. Two photos were of the bottom of a sharps block and one was of the lidstock. In the photos, one of the sharps blocks has a black number stamped on it and the other does not. The defect was not able to be confirmed from the photos. The customer returned one sharps block with a 25mm ez-io needle inserted. The bottom of the sharps block did not have a black number stamped on the bottom. The 25mm needle was easily able to be removed and reinserted. No damaged was noted on the needle. The returned 25mm needle was inserted into a lab inventory sharps block and could not be removed. Complaint confirmed, sharps block is defective. Manufacturing was contacted about the inspection process of the sharps blocks and they stated, "for the sharps block p/n: 4034, we perform a visual inspection at c=0, aql=2.5 for cracking and contamination and dimensional inspection at aql=4.0 for 3 dimensions upon incoming inspection." Sample was sent to supplier for further investigation. Viant passed the sample on to the original manufacture for evaluation. Certificate of compliance certifies that the aforementioned lot meets the lake region medical (viant) quality system requirements and specifications. This product has been manufactured and controlled by lake region medical (viant) in accordance with the FDA qsr and iso 13485:2003. A review of the certificate of conformance found that the needle set passed all the release criteria. The set was released in 09/2019 and is approximately 1 year old. A scapa has been issued to atrion to further investigate this issue. Functional testing confirmed the sharps block was defective. The probable cause of this complaint is manufacturing related. Scapa-00485 has been issued to atrion to further investigate this issue.